Event description:
It was reported that during defibrillation testing of this subcutaneous implantable cardioverter defibrillator (s-ICD) a shock was delivered with the patient arm at the incorrect angle. At the time of the delivered shock, a cracking noise was heard. An x-ray was then performed with indication that the left shoulder appeared to be displaced and fractured. Rhythmcare then provided guidance related to arm angle during defibrillation testing to avoid injury in the future. Further evaluation is expected at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.